Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported.

Event description:
It was reported that while using bd facslyric¿, there was leakage of biohazard not contained within the instrument. The following information was provided by the initial reporter: 1. Liquid. 2. Not contained. 3. No. 4. Biohazard. 5. Before waste line. 6. No mixed. 7. No contact. On (B)(6) 2022. 15:52:49 (gmt). Customer refers that the sit was dripping earlier in between the tubes. Now the problem is solved (instrument was cleaned and v8 tubing was reseated) but customer would like to have the instrument checked because of an imminent clinical trial. The instrument was serviced last week.

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part #663029, and serial # (B)(4). Problem statement: customer reported a complaint regarding a biohazard leakage not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 23aug2021 to 23aug2022. Complaint trend: there are 7 complaints related to the above problem; date range from 23aug2021 to 23aug2022. Manufacturing device history record (DHR) review: DHR part #663029, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leak was a dirty tubing and incorrect adjustment of the tube. The customer reported that the sit (sample injection tube) was dripping in between tubes. They cleaned the instrument and reseated the v8 tubing but wanted service to verify the instrument operation. The field service engineer (fse) checked the sit performance and confirmed a contamination in the v8 tubing. They proceeded to replace the tubing and performed a daily clean. The fse also noted that the tube of facsclean and pbs were swapped over in wrong positions. The customer also wanted to verify if the sample rates were within specifications. The fse observed that the sample rates were faster than recommended and a separate case (case no: (B)(4)) was opened to capture this. The fse also used trucount to verify that there was no carryover. After the works performed, the instrument was then handed over to the customer. Although the leak was biohazardous waste, there was no skin contact with the fluid. No user was harmed or injured as a result of the leak and no medical treatment was performed. As a troubleshoot recommendation, proper daily and monthly cleaning procedures can be found under ¿maintenance¿ also in the bd facslyric¿ clinical system instructions for use, # 23-19938-02 rev.01, vers. A on page 165. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: 02588529, case # (B)(4). Install date: (B)(6) 2020, defective part number: n/a. Work order notes: subject / reported: 663029 - facslyric - dripping sit problem description: customer refers that the sit was dripping earlier in between the tubes. Now the problem is solved (instrument was cleaned and v8 tubing was reseated) but customer would like to have the instrument checked because of an imminent clinical trial. The instrument was serviced last week. Work performed: checked sit performance, noticed small build up of contamination in v8 tubing therefore exchanged. Customer wanted to verify the sample rates were same as iqoq document so therefore performed a sample rate procedure to check. Results indicates that the sample rate is faster than recommended manufacture. Specs and therefore a further call-out to investigate this will be necessary. To verify no carryover, a trucount was used to measure events in 60 seconds. After acquisition, a tube of pbs was used to see if any beads were carried over to next tube also in 60 seconds. Only 2 events were recorded resulting in efficient sit flush cycle. Daily clean performed and mandatory abort rate procedure performed ready for handover cause: initial fault was due to dirty tubing and incorrect adjustment of the tube solution: v8 tubing exchanged and daily clean performed. An observation I made is that the tube of facsclean and pbs were swapped over in the wrong positions in carrier (facsclean = a1, pbs = a2 however I cannot verify that a daily clean had be ran this way but if this was the case, the system would be cleaned with pbs and flushed with detergent resulting in improper cleaning procedures. (B)(6) informed. Returned sample evaluation: the complaint sample was not requested to be returned as part replaced was not returnable and was discarded. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes, no. If no (to above), what actions will be taken? Azure ID: (B)(6), ID: (B)(6), hazard: exposure to biological sample., cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Residual probability: 1, residual severity: 3, residual risk index: 3. Root cause: based on the investigation results the root cause of the leak was a dirty tubing and incorrect adjustment of the tube. Conclusion: based on the investigation results, the root cause of the leak was a dirty tubing and incorrect adjustment of the tube. The fse confirmed the issue, replaced the tubing and performed a daily clean. The fse also used trucount to verify that there was no carryover. After the works performed, the instrument was then handed over to the customer. No user was harmed or injured as a result of the leak and no medical treatment was performed. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using bd facslyric¿, there was leakage of biohazard not contained within the instrument. The following information was provided by the initial reporter: 1. Liquid, 2. Not contained, 3. No, 4.biohazard, 5.before waste line, 6. No mixed, 7. No contact. Giulia costa : 2022-08-23 15:52:49 (gmt) customer refers that the sit was dripping earlier in between the tubes. Now the problem is solved (instrument was cleaned and v8 tubing was reseated) but customer would like to have the instrument checked because of an imminent clinical trial. The instrument was serviced last week.